Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer passed away on (B)(6) 2024. According to the nurse, the customer experienced ketoacidosis that was "not handled correctly" resulting in cardiac arrest. The nurse confirmed that the pump was "working accordingly to specification." No additional information could be confirmed at the time of this report, as pump data is not available for review. A supplemental report will be submitted if additional information is received.